Event description:
It was reported that during a gastric sleeve procedure, on the first firing on the stomach with a green cartridge, the device started to advance the blade and it stopped halfway. The battery died. It was not reported how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.